Manufacturer narrative:
Image review: images provided for l5-s1 posterolateral fusion. Post op CT shows fracture of the left s1 screw. The l5 instrumentation appears undersized and placed laterally. There is also lucency around the s1 screws. Scout images suggest that the patient has an obese body habits. Solid bony fusion also has not occurred. These factors contribute to the construct failure.

Event description:
It was reported that on: (B)(6) 2016 the patient presented with bilateral foraminal encroachment and bilateral l5 radiculopathy secondary to foraminal encroachment at l5-s1. The patient underwent bilateral facetectomy, a lateral transverse process fusion using autologous bone, pedicle screw fixation l5-s1 using stereotactic guidance. As per the op notes, the dissection was carried laterally beyond the facet complexes at l4-5 and the sacrum. Both the pedicles were identified. The pedicle screws were then placed using the stereotactic guidance at l5-s1 bilaterally. Then the rods were connected and secured using set screws which were torqued an appropriate value. Patient was taken to recovery room in satisfactory condition. The patient underwent xr lumbar spine view. Impression: post-operative changes of lumbar spine fusion surgery at the lumbosacral level with no apparent complications. On (B)(6) 2016: the patient underwent xr chest 2 views due to congestion. Impression: no acute cardiopulmonary disease. Linear opacities in the lower lobes most consistent with atelectasis. On (B)(6) 2016 the patient presented with low back pain. Active diagnosis: intervertebral disc disorders with radiculopathy, lumbar region. The patient had some mild back discomfort and leg pain. The patient underwent 2 views lumbar spine. Impression: prior fusion of lumbosacral junction with no evidence of hardware loosening or failure. On (B)(6) 2016 the patient complained of bilateral calf pain (lumbar radiculopathy) and some right knee pain. The patient underwent x-ray of the lumbar spine 2 views. Impression: posterior fixation pedicle screws at l5-s1 in good position. The alignment is intact. Vague ill-defined linear density projected over the left upper quadrant of the abdomen at the level of l2. Kidney stone cannot be excluded. It could be within the bowel. On (B)(6) 2016 the patient complained of low back pain and knee issues. On (B)(6) 2016 the patient underwent ap and lateral views of the lumbar spine. Impression: stable l5-s1 dorsal fusion with laminectomy. On (B)(6) 2016 the complained of a ¿creaking¿ sound in her back and had had some low back pain. X-ray did not adequately evaluate the screws. It appeared as though the left screw was fractured. The patient underwent x-rays for some oblique films. Assessment: the patient had a fractured left s1 pedicle screw in the sacrum near its base. On (B)(6) 2016 the patient underwent non-contrast CT images of the lumbar spine. Impression: fracture involving the left s1 pedicle screw. On (B)(6) 2016 the patient complained of low back pain. The patient is status post a CT which clearly showed a screw that had broken off. There might be a mm of protrusion from the vertebrae. On (B)(6) 2016 the patient underwent xr lumbosacral spine 2 or 3 views due to low back pain. Impression: status post fusion of lumbosacral junction with no evidence of hardware loosening or failure. No pedicle screw fractures were seen. (B)(6) 2016 the patient presented with pre-op diagnosis of left sacral pedicle screw fracture. As per the op notes, the pedicle screw and the rod was identified. The rod at l5 was released by removing the set screw and the top of the pedicle screw from the sacrum also came off. The residual screw was identified which was in the bone. It was flushed with the sacral bone. The 6.5 mm screw was substituted with a 7 mm screw. The new rod was placed in position and secured using set screws which were torqued an appropriate value. Patient was taken to recovery room in satisfactory condition.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4).

Event description:
On (B)(6) 2016 the patient underwent bilateral l5-s1 facetectomy <(>&<)> lateral fusion with pedicle screw fixation. Post-op, the patient sustained injuries as a result of a fractured pedicle screw necessitating revision fusion surgery. On (B)(6) 2016 the patient underwent a revision procedure including removal of a fractured 6.5 mm pedicle screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.